Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The supplier reported that after one day of wearing the cleo, the catheter detached from the adhesive and out of the patient's skin. There was no adverse health outcome.

Manufacturer narrative:
One used cleo® 90 infusion set was returned for investigation. The device inserter/retractor and cap were not returned. Visual inspection revealed that the adhesive portion of the infusion set was no longer in place. Investigation was unable to determine the root cause of the missing adhesive portion. (B)(4).